Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported following a permanent implant on (B)(6) 2019 patient was presented to the emergency room due to leg weakness. MRI indicated epidural hematoma, as a result physician cleaned up via surgery which decompressed the spinal cord regaining strength in the legs and issue resolved.